Event description:
It was reported by the health care provider that diagnostic imaging noted the filter had migrated and two detached legs, one filter leg located in the left pulmonary branch and one filter leg located in the soft tissues of the retroperitoneum. Reportedly, upon retrospective image review, it was discovered that this has been present since 2013. Current filter and patient status are unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the investigation lot number is unknown. Visual/microscopic inspection: inspection could not be performed as the device was not returned for evaluation. Functional/performance evaluation: evaluation could not be performed as the device was not returned for evaluation. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as images or photos were not provided, a review could not be performed. Conclusion: the investigation is inconclusive for the alleged filter migration and limb detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications include, but are not limited to, the following: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The event was reported via (B)(4) from the FDA. The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.